Event description:
Customer reported experiencing constant occlusion alarms. No adverse impact to the customer's blood glucose level was noted. Customer declined troubleshooting assistance, no additional corrective actions were reported.